Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 9f delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen for implant with an a 9f amplatzer talisman delivery sheath. The patient's patent ovale foramen (pfo) defect was measured 17.2mm by an 18mm amplatzer sizing balloon ii. During deployment of the occluder, the right atrial disc had a bulbous deformation. It was reported there were multiple attempts to correct the deformation but no success. The deformed device was never released from the delivery cable during deployment. A decision was made to replace the device with a second 35-25mm amplatzer talisman pfo occluder. The replacement device was implanted in the patient and proper configuration was confirmed by the operator. There was no report of any interaction with cardiac structures during deployment and no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no report of any adverse patient consequences and no clinically significant delay was reported with the procedure. No additional information was provided.